Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During device exchange, when passing an advanix billary stent through the biopsy cap, the sponge detached and it was not possible to advance the stent through the scope channel. A water soluble lubricant was not applied on the biopsy cap prior to use. The detached sponge was retrieved with a cleaning brush in the cleaning room. The procedure was completed with a non- bsc biopsy cap and another duodenoscope. There were no patient complications reported as a result of this event.